Event description:
It was reported that the patient had a gradual loss of therapeutic effect a few months ago. The patient was interested in reprogramming as it had helped in the past. She also mentioned that she got her programmer wet over the weekend. She took out the batteries and noticed the compartment was totally dry. She tried using the programmer on sunday and the screen froze on her therapy screen and she was unable to adjust. The patient changed the batteries and the day prior to the report it showed the program screen. She used the programmer for the first time during the call and was able to turn therapy off and on, change programs, and adjust stimulation. The programmer was functioning as designed. It was further reported that the patient continued to experience a lot of bladder issues. Despite trying all the different programs and settings the patient was still running to the bathroom and having accidents. The most recent time this occurred was at the end of (B)(6) 2014 and the patient contacted an employee from the manufacturer about it. They recommended the patient see their urologist and have the manufacturer representative reprogram their device. The health care provider (hcp) never returned any of the patient¿s phone calls. The symptom increase was usually in the afternoons and it continually got worse where it was really bad at night. This was a recurring gradual onset issue where the patient met with their manufacturer representative and had reprogramming done, things went well for a while, but then the patient had to start trying different programs and have reprogramming done again. This was why the patient believed they needed reprogramming done again now. If the patient turned up the settings high, they experienced back aching and had to lower the settings. The patient was on myrbetriq 15 mg back beginning in (B)(6) 2014 and things got better, but then they got worse again so the patient went back on toviaz 4 mg and was currently talking that. The patient had also had a couple of bladder infections. The patient confirmed the implantable neurostimulat or (ins) was on and it was set on program 3 at 1.2v. The patient had already tried all the programs with no real symptom relief. The patient needed a new ID card and the patient programmer and therapy guide manuals because, they had gotten wet when the patient programmer got wet. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# v562221, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).